Event description:
It was reported that after successful suture placement, difficulty was experienced reloading the guide wire through the proglide guide wire exit port, in an unspecified number of cases/procedures. It was not indicated the vessel where the device was used, whether a procedure was performed prior or after this difficulty, and the type of procedure. The physician reportedly used another guide wire which was able to be advanced through the guide wire exit port to remove the proglide devices from the groins and hemostasis was achieved using the proglide sutures. There were no adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded at the facility. The lot number was not identified. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history database could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.